Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was in hibernation and would no longer charge. The patient was provided with an alternative charger and was able to charge successfully. It was stated that there was a problem with the ipg and that electrocautery was used during a previous lead revision (MFR no. 3006630150-2019-01090). Which may have damaged the battery. The patient underwent a revision procedure. The ipg was returned for analysis. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Correction to the initial MDR in blocks bsc aware date should have been 14 may 2019 and due date should have been in 13 jun 2019. Also in blocks d7: 14 may 2019, and g4: 14 may 2019. Sc-1160 (sn:(B)(6)): the returned ipg was analyzed and it was reported that since a lead revision, the ipg (implantable pulse generator) did not work. It was reported that electrocautery was used during the paddle lead revision. With all the available information, boston scientific concludes that the reported event was confirmed. The device could not be charged nor establish communication with an rc or cp. An internal electrical test revealed excessive current leakage due to asic (application-specific integrated circuit) u2 damage. Exposing the ipg electronics to high voltage transients could cause the electrical short within the asic u2. It was reported that electrocautery was used during the paddle lead revision. The ipgs exposure to electrocautery resulted in the damaged asic u2 causing the reported allegation.

Event description:
It was reported that the patients ipg was in hibernation and would no longer charge. The patient was provided with an alternative charger and was able to charge successfully. It was stated that there was a problem with the ipg and that electrocautery was used during a previous lead revision (MFR number 3006630150-2019-01090) which may have damaged the battery. The patient underwent a revision procedure. The ipg was returned for analysis. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.